Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.

Event description:
The consumer reported using the product for seven and a half hours on her skin. When the patch was removed, the consumer described burns and skin removal which took eight days to heal. The consumer went to her doctor the next day who diagnosed third degree burns and prescribed burn cream.